Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited one episode of oversensing which occurred while the pateint was lying down. Physician was unable to reproduce oversensing with situps or pocket manipulation.